Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): in 93% of the cases, gore® excluder® aaa endoprosthesis was used in addition. Updated h6: added type of investigation code b15, b17, b11, and b22. Updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak.

Event description:
The following article was reviewed, publish online on september 24, 2025: van der veen, d., holewijn, s., bellosta, r., attisani, l., van sterkenburg, s. M. M., heyligers, j. M. M., ficarelli, I., gómes palonés, f. J., mangialardi, n., mosquera, n. J., holden, a., and reijnen, m. M. P. J. (2026). Five-year outcomes of the iceberg study, an international, prospective, multicenter registry on the gore excluder iliac branch endoprosthesis for aortoiliac aneurysms. J vasc surg. 83(2), pp. 404-412 e2. Doi:10.1016/j.jvs.2025.09.037 the iceberg study is an investigator-initiated, international, real-world, postmarket, multi-center, prospective cohort study. One hundred patients with a need for elective treatment for a common iliac or aortoiliac aneurysm using the gore® excluder® iliac branch endoprosthesis were enrolled in eight hospitals in europa and one in new zealand between march 2015 and august 2018. Patients were followed for 5 years. The mean age of the 100 enrolled patients was 69.6 +/-8.4 years and 97% were male. In seven patients, the gore® excluder® iliac branch endoprosthesis was placed without a complementary gore® excluder® aaa endoprosthesis and in 20 it was used bilaterally. A total of 69 patients completed the 5-year follow-up. Eighteen patients died during follow-up and the other 13 patients were lost to follow-up. The 5-year primary patency of the treated hypogastric artery was 84.0%. A total of 15 occlusions of the hypogastric branch were observed through the 5-year follow-up, with more occlusions occurring in patients outside the IFU. Ten of the 15 occlusions occurred within the first year after treatment, of which 7 occurred within the first 30 days after treatment. Between year 2 and 5 after endovascular aneurysm repair (evar), five new hypogastric occlusions were observed, of which one led to a reintervention. A total of 2 type ia, 1 type ib, and 2 type ic endoleaks were discovered during 5 years of follow-up. The first type ia endoleak occurred during the 30-day follow-up and was treated with an aortic cuff 2 months after the initial procedure. Another type ia endoleak was seen at the 2-year follow-up and was treated with an explant of the main body of the endograft. A type ib endoleak originated from the external branch and was extended with an evar leg into the external artery. Both type ic endoleaks originated from the hypogastric branch and were treated with a relining of the hypogastric branch. There were two type iiib endoleaks through the 5 years of follow-up. One of which presented with a ruptured aneurysm at 4 years of follow-up and was treated with relining and overstenting of the internal iliac artery. This patient recovered rapidly after the treatment for the ruptured aaa (raaa), without ischemic complications. The other patient developed a type iiib endoleak 3 months after the procedure and was treated with an iliac extension between the main body and the bridging stent. This patient had died at the 5-year follow-up owing to a raaa, which was not treated, and there was no evidence of an endoleak. The article stated that the aneurysm-related mortality was influenced by the two raaas resulting from type iiib endoleaks. The 5-year freedom from aneurysm-related mortality was 96.0%. The median diameter of the common iliac artery during follow-up had a significant decrease of 6.8 mm through 5 years of follow-up. The median aaa diameter decreased significantly by 8.0 mm during 5 years of follow-up. This study supports the continued use of the gore® excluder® iliac branch endoprosthesis for the treatment of aortoiliac aneurysms, demonstrating durable long-term outcomes in terms of vessel patency, sac remodeling, and overall clinical performance.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: the mean age among the patients was reported to 69.6±8.4 years. A3: 97% of the patients in the study was male. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: j vasc surg. 83(2), pp. 404-412 e2. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. The corresponding author has been contacted in order to receive more information on the event, device identification, and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.